Event description:
Caller reported that pump battery depleted too quickly. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy. Customer declined further troubleshooting.